Manufacturer narrative:
It was reported that the ventilator's support arm was broken. Identification of issue has been done by analyzing problem description and service report. Based on the information collected to date, the provided problem description and the information from the customer, it has been clarified that support arm 179 has been broken. The user replaced defective part and put back the unit for usage. The customer cancelled service call, therefore our technician has not attempt any on-site investigation. No details nor photos have been provided regarding to which part of support arm broke. The issue was decided to be reported broken support arm may lead to stop of ventilation (extubation) or injury. The root cause to the reported issue has not been determined. H3 other text : 4117.

Event description:
It was reported that the ventilator's support arm was broken. There was no patient harm reported. Manufacturer's ref. #: (B)(4).